Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the interrogation of the device, the programmer "crashed" and locked up with a blank, black screen. Another programmer was used to complete the case. Technical services (ts) had the caller recycle the power and the programmer booted up normally to the model select screen. Ts then twice had the caller load a device manually and there were no issues. The programmer will remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.